Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact on the customer's blood glucose level. The customer declined to load a new cartridge and decided to continue using the current one, with the option to follow up if necessary.